Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 63-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was a prolonged purge system blocked alarm. Tissue plasminogen activator protocol was unsuccessful in clearing the blockage. Purge flow was less than two cubic centimeters per hour for over eight hours. The impella 5.5 and the automated impella controller (aic) were exchanged. There was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported console (aic) purge issue. The console was returned for evaluation. The console was tested and was unable to reproduce the event #408 and #409 by running the test pump and the cassette. Purge pressure sensor accuracy. The fringe pattern looks good, which confirms no issue with the optical bench. Data logs were reviewed which showed the pump was re-plugged three times, and it was most likely to unwind if the white catheter was coiled (note: there was no pump detection issue or impella defective alarm). After the pump was re-plugged for the third time, in 5 hours and 40 minutes, the console received the first purge pressure high (pph) alarm, event #408, and the purge system blocked alarm, event #409. After 12 minutes of the purge pressure high alarm but events #408 and #409 were never resolved. The purge flow was less than 2ml/hr. Then the user performed a couple of 'purge fluid bag change' and one 'cassette and bag change' procedure but the event #408 and #409 was persistent. Then, the pump was unplugged, and, through the case start wizard, a new cassette and pump were plugged in. After the new pump connection, in 2 minutes, the console received a placement signal not reliable (psnr) alarm, which was resolved immediately after the pump was started. Still, events #408 and #409 were persistent. The purge flow was less than 2ml/hr for more than 8 hours, confirmed in the data logs, which confirms the reported failure mode. No explicit evidence was found in the logs to point out the cause for the high purge pressure and the purge system block alarm. There was also no evidence of a piston block in the logs. The root cause of the high purge pressure and the blocked purge system was not determined due to the inability to reproduce. The instructions for use states ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿